Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge dropped from 100% to 40% after being disconnected to a power source. In addition, multiple temperature alarms occurred while the pump was connected to a wall adapter. The customer's blood glucose level was 94 mg/dl. The customer reported the temperature alarm was cleared.